Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that all keypad buttons were unresponsive when pressed. The patient claimed that the alleged issue remained unresolved even after replacing the subject pump's batteries. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed no response to button presses on any of the keypad buttons. There was evidence of adhesive/contamination found under all key contacts.